Event description:
It was reported that filter material tear occurred. A left atrial appendage closure procedure was being performed with a sentinel cerebral protection system (cps) for embolic protection. The sentinel cps was advanced to the intended location. During deployment of the proximal filter, the physician observed resistance. After several deployment attempts, the sentinel was removed from the patient and analyzed outside the body. The proximal filter had become stuck inside the catheter, and the filter material had torn. A new sentinel cps was utilized to complete the procedure. There were no patient complications.